Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient was being treated for stones in the biliary duct. During the procedure, the nurse reported a pinched area on the catheter, about one and a half inches from the tip. The procedure was completed with another hydratome rx sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation revealed that the device was intact without any issues. Examining the distal tip, the extrusion tapers down from 7 fr to 5.5 fr at the distal tip. However, no pinched area was identified. Functionally, the device was able to bow past the minimum bowing specification. A second functional evaluation of the guidewire - tome compatibility was performed and found that the guidewire could be advanced through the guidewire channel and exit the tip without issue and that the guidewire could be backloaded through the tip and advanced through the working length without issue. The condition of the returned unit was not consistent with the customer complaint that the device appeared pinched near the tip. The complaint was not confirmed. A review of the device history record confirms that the device met all manufacturing specifications. This event has been deemed a non reportable event based on the investigation results which found no issues with the returned device.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient was being treated for stones in the biliary duct. During the procedure, the nurse reported a pinched area on the catheter, about one and a half inches from the tip. The procedure was completed with another hydratome rx sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.